Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The device has been returned for evaluation. Clinical details were sufficient to determine the root cause. The root cause of the battery failure alarm is likely due to a disengaged battery switch. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a battery failure alarm that could not be resolved, despite attempting to charge for 24 hours. No additional information provided. No harm or injury noted.